Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). The customer stated the image projection is black. There was no report of death, serious injury or other significant/important medical event. The customer responded to a good faith effort request via email on (B)(6) 2021 and stated that the no video image was observed during pre-inspection check and the device was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. He also confirmed the facility follows all pre-procedural checks and instructions for use. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: fluid invasion in pve connector, core corroded, ccd circuit board corrosion, pve electrical pin corroded, passed wet leak test, cable attaching base lg cable attaching screw(s) loose, passed dry leak test, hole in # 2 remote control button cover, insertion tube mild scratches at stage 1, insertion tube mild dent at stage 1, insertion tube mild dent at stage 2, pve electrical connector frame mild corrosion. The device underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assay. The endoscope is awaiting repair and approved by final qc as of (B)(6) 2021. Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on (B)(6) 2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2012. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 4210 leakage/seal, 135 degradation problem identified, 4203 electrical/electronic component problem identified, investigation findings: 3211 deformation problem. Investigation conclusions: 61 unintended use error caused or contributed to event. If additional information becomes available, a supplemental report will be filed with the new information.